Manufacturer narrative:
Based on the information provided, this case was assessed as reportable to the FDA as the event of granuloma was deemed to meet serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record of radiesse injectable implant could not be reviewed as the lot number was not provided.

Event description:
This spontaneous report was received from a female patient of unknown age who received radiesse. The patient experienced the serious reportable events of cellulitis (MDR 2135225-2019-00024) and granuloma (MDR 2135225-2019-00025). Medical history and concomitant medications were not reported. On an unspecified date in (B)(6) 2018, the patient was injected with an unknown dose of radiesse to an unspecified location. In (B)(6) 2018, the consumer developed a golf ball sized lump, clarified as a granuloma, on the right side of her face on the cheek which became infected so that her cheek area swelled up and her eye swelled shut. The patient was seen by her dermatologist at which time she was diagnosed with cellulitis. She had developed pus under her cheek as well. The patient went to the emergency room (ER) where the diagnosis of cellulitis was confirmed. She was admitted to hospital overnight for treatment with an antibiotic drip. The patient reported that the swelling persisted after being discharged from the hospital. At an unspecified time after hospital discharge, the patient returned for a second visit due to continued swelling. At a third visit, lancing and draining was required. At an unspecified time later, the patient developed a large golf ball size lump, clarified as a granuloma, on the left side of her face; similar to the right side. The patient reported that this was lanced and drained. On an unspecified date, the patient was admitted to the hospital for a three day course of antibiotics. She was also treated with steroids. On an unspecified date, the patient's dermatologist "open the left side again to drain it". The patient stated that this was still causing issues, sometimes pus was coming out, and she experienced hard swelling. On an unspecified date, after antibiotic treatment was completed, the patient underwent an unspecified test, completed by her physician, which showed radiesse material. The patient reported that her dermatologist has been treating her, but there seemed to be no resolution to this problem. The patient stated that this was impacting her ability to find a job as her face was swollen and the scar was unsightly because it becomes convex due to the swelling. The lot number was not reported.